Event description:
Incident description according to the sales representative: the unit is under warranty, the anti crush mechanism on the actuator is not working. Fitted new actuator and it passed a full functional test. No consequences for the pt. Issue found during the maintenance activities.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4)) on behalf of the manufacturer medibo medical products (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.